Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the user was unable to use fingerprint authentication to serve as a witness. The user reported being unable to authenticate using fingerprint or login credentials. When entering witness credentials, the system displayed an error stating "not authorized witness to login." The issue prevented medication access and impacted patient care. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to use fingerprint to witness. A technical support specialist (tss) found that the user was missing a required area and recommended adjusting the user permissions to allow access to the new area. The user then added the existing permission area to the device, as they may have several users to update before removing the med2 area from the med3 system. The system functioned as intended after the technical support specialist troubleshoots the device.